Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient condition was stable.